Event description:
It was reported that the patient stated hating the new inflatable penile prosthesis (ipp) pump bulb and wished to have the "old" device. Patient indicated being unsatisfied with the new bulb because it took too long to pump when the previous refilled much faster. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.